Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported elevated blood glucose (bg) following a meal. The user observed a large air bubble in the tubing. Troubleshooting was performed by filling the tubing to remove the air bubble, and a subsequent full supply change was completed. The highest recorded bg was 388 mg/dl. The device provided a high bg alert. No medical intervention was required.